Event description:
After an implantation period of 74 months, the lead was explanted due to high thresholds. The lead was returned for analysis. There was no deterioration in the health of the patient reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a severely twisted inner conductor helix close to the is-1 connector pin. The analysis showed that it was the result of overrotating the screw mechanism. In addition, cuts were detected in the insulation, which is probably due to the operation. Further analysis showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. In addition, it could be seen that the tip electrode had been pulled out of the adhesive connection of the ring electrode. These damages indicate significant force mechanical impact during the operation. The extensive analysis did not show any other deviations that could be related to the increase in pacing threshold complained about. The electrical resistance values showed no anomalies, the electrical measurement values were within specifications. The analysis showed no indications of a material defect or manufacturing error.